Manufacturer narrative:
Eval summary: the eval of the returned device found all external and internal observations normal for a starclose device that had been clip deployed. There was no abnormality, damage, or malfunction detected. No root cause could be determined for the reported event. A review of the finished device lot history record (lhr) did not reveal any non-conformities which could have contributed to this complaint.

Event description:
Device malfunction: difficult to remove. Time of malfunction: during vessel closure. Symptoms/ae: none. It was reported that a physician trained in the use of the starclose device attempted an arteriotomy closure of the femoral artery after an unspecified procedure. After the clip was deployed, the device became stuck. The physician used force to remove the device from the tissue tract. Homeostasis was achieved with manual compression. The pt did not experience any adverse sequela, and though requested no add'l info was available.